Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient's self conducted ventricular rhythm accelerated from normal rhythm to ventricular tachycardia (vt) zone after ventricular pacing was applied. The implantable cardioverter defibrillator (ICD) then delivered atrial tachycardia response (atr) which successfully converted the rhythm. Boston scientific technical services (ts) discuss programming options. It was confirmed that physician reprogrammed the device so the refractory sensed beats no longer fell in the refractory period. This ICD remains in service. No additional adverse patient effects were reported.